Event description:
It was reported that the lead had malfunctioned. The status of the lead is unknown. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had malfunctioned. Additional information obtained through follow up with the physician office indicated there were no records of any malfunctions nor any explants/implants. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.